Event description:
Biomet m2a magnum hip implant dislocated hip twice. Needed hip revision chromium and cobalt in blood abnormally high. Puss pocket and fluid pockets present when revision took place. Pain in hip ankle and knee prior to revision.